Event description:
The tps micro drill was sent for eval due to leaking during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is ongoing; add'l info will be submitted once the results analysis is complete.